Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user chose not to disconnect the ilet during workouts and experienced low glucose afterwards, with post-exercise readings dropping into the 50s and treated with oral glucose, and the agent advised disconnecting during exercise and avoiding preloading carbohydrates. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device findings and a user error related to not disconnecting from the ilet during exercise. It was concluded, based on previously established findings for similar reports, that the cause was use error.